Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during recent follow-up the stent graft was found to have migrated to the sac about 5 cm down. There was a small proximal type I endoleak present; however, the aneurysm did not grow. The stent graft migration was attributed to neck dilatation to 30+ mm. The physician implanted a 36/14/102 endurant aui stent graft and this successfully eliminated the endoleak. It was also reported that prior to this procedure the right iliac had occluded on an unknown date and the physician did a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).